Event description:
Therapist was providing speech therapy. Cuff deflation performed, but required removal of 30 ml oxygen before cuff would fully deflate. Valve was placed on trach tracheostomy tube for therapy. Therapist became aware that cuff was self-inflating, and pt reported increased effort w/speech attempts. Pmsv passy muir speaking valve was removed. Only 5 ml oxygen required to fully reinflate cuff after pmsv was removed.